Event description:
Customer returned device for service reporting the device power was in short supply. During service the technician found low power, worn latch and faulty bearing. This is report 1 of 1 for # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device has low power, worn latch and faulty bearing. The device failed vibration and sound tests. The device was repaired and returned to customer on (B)(4) 2013.